Event description:
It was reported that the patient experienced pocket stimulation upon pacing. Capture thresholds had increased and output anomaly was noted.

Manufacturer narrative:
The device's functionality was tested on the bench and on the automated test equipment. No anomalies were found and the device met all specifications. The device's septa were inspected under magnification; no anomalies were found. The device's header wires were x-ray inspected; no anomalies were found. It was not determined what caused the reported pocket stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.